Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported that there were hair/fiber like material in 2 cadd cassettes. There was no patient involvement.

Manufacturer narrative:
D3 - mfg establishment name: corrected d9 - date returned to mfg: 9/5/2025. H3 and h6 codes - updated. Two used devices were returned for investigation. The devices were visually inspected. The hair strands were observed between the outer casing and the cassette bag in each of the returned cassettes. The customer reported complaint of debris in the cassette can be confirmed due to the hair strand found inside of the cassette housing. A root cause analysis is being addressed under a formal corrective action and preventive action (CAPA) investigation. A device history record (DHR) review was conducted which indicated all inspections were completed and no issues were noted during manufacture.